Event description:
The customer contacted physio-control to report that half the buttons on their device's keypad are not working. The customer advised that it started with the on/off button and has progressed to half of the buttons not working. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined wear was the cause of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that half the buttons on their device's keypad are not working. The customer advised that it started with the on/off button and has progressed to half of the buttons not working. There was no patient use associated with the reported event.